Event description:
A complaint of imprecise sequential readings was received on a customer's xtra blood glucose meter. The customer obtained readings of 1.1 mmol/l and 5.2 mmol/l within a ten minute timeframe. All tests were performed on the finger. The results when plotted on a parkes error grid fall in the 'c' zone, which shows the difference in values to be clinically significant.